Event description:
Lead was attempted but not implanted. During the lbbap implantation procedure the lead could not be positioned and a fracture was observed. The end of the screw broke and remained in the septum. The physician removed the lead leaving the broken screw in the septum and implanted a new lead. After the implant he performed an echocardiogram, where no tricuspid valve regurgitation or pericardial effusion was seen. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The lead analysis and x-ray inspection confirmed that the fractured part of the fixation helix was found in septum. Further inspection indicated that the fracture was most likely caused by torsion stress due to over-rotation of the inner coil. The inner coil was found deformed directly next to the lead tip. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.